Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl). The pod was worn between 5 and 24 hours on the back. Hyperglycemia treated with a new pod.

Manufacturer narrative:
Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. The timing and cause of the reported event is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.